Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection found the case to be chipped. Device evaluation identified that the switch board was faulty and the label was peeled. The switch board was repaired. The circuit boards were inspected and the unit was tested on a simulator. The alarm, battery, display, force, keypad, plunger position, and self test/power tests all passed. The root cause was determined to be that the switch board was faulty; however, it is unknown how this became faulty. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the pump was infusing a different amount from what was shown on the display. Additionally, the front panel was peeling which was not the state when sent in for the previous repair. There was no report of patient harm or intervention. There is no additional information available.